Event description:
Customer reported receiving erratic readings on their precision xtra blood glucose monitor. The customer reported receiving readings of 19 mg/dl, 296 mg/dl, 306 mg/dl and 304 mg/dl within 10 minutes. All tests were performed on the finger. The results, when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The complaint was not confirmed and no new issues were observed. All results were within range specification, the s.d. Was within specification and no error were observed during control solution testing.